Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead was intermittently oversensing for about 5 cycles and about once every minute. Noise was also present, causing inappropriate counting. Trouble-shooting revealed that the oversensing was more frequent when the telemetry signal was low; when the telemetry head was closer to the device and the telemetry signal was stronger, the oversensing seemed to resolve. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.